Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw = 4.10e. The s/n label located between the belt clip rails has rubbed off and become illegible. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.